Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One abutment (hla34) with crown and one tapered screw vent implant (tsv4h11) were returned for investigation. Visual inspection of the as returned product identified significant sign of use and the implant fractured at the collar. Device history record (DHR) review was completed for the subject lot number 61536357. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61536357) for similar event and no other complaint was identified. Therefore, based on the available information, implant fracture did occur and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. UDI not available.

Event description:
It was reported that the implant fractured at the neck portion. Doctor completed the procedure by placing another implant. Additional appointment would be required to uncover the new implant and continue the treatment.